Event description:
It was reported that pump displayed malfunction alarm code 9, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer was guided by technical support to reset pump, malfunction did not recur after reset, and customer was advised to continue using pump and to call back if any malfunction alarm appeared again.